Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of 500 mg/dl at the time of the incident. Customer's current blood glucose was 140 mg/dl. Customer had blurry vision due to her high blood glucose. Customer was not able to treat her high blood glucose last year before she was hospitalized. Customer has not contacted her health care professional regarding the unexplained high blood glucose. Customer was admitted on (B)(6) 2014 with a blood glucose of 500 mg/dl. Customer was having uncontrollable high blood glucose. Customer was given liquids through an IV and was given a bolus of insulin through a syringe. Customer was wearing the pump at the time of the emergency room visit. Customer declined troubleshooting for high blood glucose because she feels that it is the set or her site that is the issue.